Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the electronical component, light guide fibers glass chipped and component failure of the distal end cover glass. A root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a blurry image. The issue was found during service or maintenance (not in a clinical setting). There were no reports of patient involvement.